Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 554 mg/dl. Customer's other blood glucose value was 315 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer experienced symptoms such as dry mouth and nausea. The customer was treated with manual injection. Based on customer report, customer does not allege pump was under delivering. Customer stated large air bubble in the reservoir. The insulin pump and reservoir was not expected to be returned for analysis.